Manufacturer narrative:
The pump was not returned for evaluation, as it remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported stroke could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a cerebrovascular accident on (B)(6) 2012, three days post implant . Records indicate the patient was discharged on (B)(6) 2013. No further information was provided. No subsequent reports of any adverse events have been received for this patient.

Manufacturer narrative:
Approximate age of device ¿ 3 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.